Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor position encoder error alarm. The blood glucose level was unknown. The customer reported that the insulin pump had a motor position encoder error alarm. The customer reported that the drive support cap was normal and insulin pump was not exposed to magnetic environment. The rewind and load reservoir process was not completed. The insulin pump being returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to corroded the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor position encoder error alarm due to motor error alarms.